Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation; however, b. Braun has initiated a voluntary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01 january 2022 - 17 august 2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: pump alarmed 'air bubble'. Detailed inquiry description: pump was infusing cleviprex. It was a new infusion, and the new enhanced tubing was used. The nurse said the pump alarmed 'air bubble'. The pump would not run after confirming alarm and restarting. The nurse grabbed another pump and same thing pump alarmed air bubble. The nurse then grabbed another set and the pump operated without issue. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.